Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the century sterilizer. The technician was informed that an employee went to open the sterilizer door to adjust a loading rack and the access panel fell open and hit the employee's foot. The access panel is located at the bottom of the sterilizer. The technician inspected the unit and identified that the magnets that hold the panel in place were no longer making an adequate connection. The vibration of the door being opened by the employee caused the panel to fall and the reported event to occur. The technician made the necessary repairs, including replacing the magnets, and returned the unit to service. This unit was installed in june 2008 and was approximately 10 years old at the time of the reported event. No issues were identified at that time. No additional issues have been reported.

Event description:
The user facility reported that the access panel located on the bottom of the century sterilizer fell and hit an employee's foot. No medial treatment was sought or administered.